Event description:
Event description cpi received information that this patient had twiddler's syndrome. As a result of the patient's constant manipulation of the bipolar lead, the lead was exhibiting high pacing thresholds. An invasive procedure was performed to remove the lead and replace it with a new bipolar lead. Implanted-09/11/95. Removed from service-07/11/96. Implant months-10.